Manufacturer narrative:
This is 2 of 3 reports. The subject device is not available.

Event description:
It was reported that during procedure of the va v4 segment (left vertebral artery was occluded),the subject device (stent) was deployed successfully. However, the distal tip of the guidewire was broken during withdrawal. The physician attempted to retrieve the broken guidewire part with a snare without success; therefore; it was remained inside the patient. Another stent was used to cover the broken guidewire part. After several days, the patient¿s condition got worse and her offside body couldn¿t move flexibly and her condition was improved after that. According to the physician, it was not caused by the broken guidewire but possibly caused by the post-operation perforating artery infarct. No other information was provided.

Event description:
It was reported that during procedure of the va v4 segment (left vertebral artery was occluded),the subject device (stent) was deployed successfully. However, the distal tip of the guidewire was broken during withdrawal. The physician attempted to retrieve the broken guidewire part with a snare without success; therefore; it was remained inside the patient. Another stent was used to cover the broken guidewire part. After several days, the patient¿s condition got worse and her offside body couldn¿t move flexibly and her condition was improved after that. According to the physician, it was not caused by the broken guidewire but possibly caused by the post-operation perforating artery infarct. No other information was provided.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore neither physical nor functional tests could not be performed. However, "patient stroke" and "patient's offside body couldn't move flexibly" (neurological deficit) are known risks associated with endovascular procedures are listed as such in the device directions for use (dfu) .therefore, an assignable cause of known inherent risk of procedure was assigned to "patient stroke" and "patient's offside body couldn¿t move flexibly".